Event description:
It was reported the device could not be reprogrammed to ddd pacing mode. The patient had a recent syncopal episode. The device will be replaced. Additional information received states that the device was explanted in 2007. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion normal.